Event description:
New information received indicates the lead also exhibited externalized conductors.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed a ventricular fibrillation episode that was converted successfully by the device. After the shock therapy, it was noted that the right ventricular lead exhibited noise that was oversensed by the device. The patient did not receive inappropriate therapy due to the oversensing. A lead revision was discussed but not performed. The patient was in stable condition.

Event description:
New information received indicates the lead was capped and replaced on 11 may 2021. The patient was in stable condition.